Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation, poor image resolution, or difficult or delayed positioning (leaflet capture, leaflet grasping). Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported incomplete coaptation is related to challenging patient anatomy (thin and tethered posterior leaflet). The reported difficult or delayed positioning is related to a combination of challenging patient anatomy and procedural conditions (poor imaging). A cause for the poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation and a thin, restricted posterior leaflet for a mitraclip procedure. During the procedure there was difficulty visualizing the clip. There was difficulty grasping and capturing the leaflets with the clip arms with the mitraclip ntw. Multiple grasps were made. The clip was placed on the posterior and anterior leaflet segments. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip, an xtw was implanted to stabilize the first clip. The final mr grade was 1. Per the physician the slda was due to the patient's thin and tethered posterior leaflet.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.